Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the supera instructions for use as known patient effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera device referenced in describe event or problem and concomitant medical products are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a total occlusion located in the superficial femoral artery (sfa) with inflow into the popliteal. Pre-dilatation was performed with a 5 mm balloon. One supera stent was placed from the popliteal (4/100) and the other in the sfa (4/150) overlapping. The sfa stent was partly elongated during deployment; however, angiography after placement showed an open artery. After the intervention the supera(s) were observed to be occluded. The patient was placed on clopidogrel and trombyl. No additional information was provided.